Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during testing. No delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had some issues with the insulin pump. Customer stated that the insulin pump was giving boluses that were not programmed. Customer stated that her doctor downloaded the insulin pump and it shows that the over delivering has been happening for a while. Nothing further was reported.